Event description:
Related manufacturer report number: 1627487-2022-00746. It was reported that during the patient's lead revision on (B)(6) 2022 (manufacturer report number: 1627487-2022-00744), the procedure was abandoned due to the physician being unable to remove a piece of the patient's lead. Further intervention is pending.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.